Manufacturer narrative:
Additional information received indicated that the customer changed the type of infusion set and was to use a different infusion site. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 222 to the high 200s mg/dl. An insulin injection was used to address the bg level. The customer declined any troubleshooting for these occlusions and had reverted to using another tandem pump to manage diabetes.